Event description:
It was reported that, "pt was infected."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. D4 - catalog numbers and lot codes of other devices listed in this report. Cat 5560-s-115, lot # n4l36l description: triathlon cemented stem-15mm x 50mm. Cat # 5521-b-700, lot # anif description: tri ts baseplate size 7. Cat # 5512-f-802, lot # wuoy description: tri ts femur sz8 right. Cat # 5560-s-115, lot # n4v12l description: triathlon cemented stem-15mm x 50mm. Cat #5532-p-709, lot # lbi937 description: triathlon-ps tibial insert #7 - 9 mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.